Event description:
Attempts to insert the catheter into the right subclavian by m.d. Unsuccessful at memorial medical center. On 11/00 the pt demonstrated focal weakness to right upper extremity at university. 5 days later surgery for pseudo-aneurysm at subclavian artery (ucsf), presumed secondary to needle stick.